Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2012 that failed and required revision on (B)(6) 2017, due to acetabular component loosening.

Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2012 that failed and required revision on (B)(6) 2017, due to acetabular component loosening.

Manufacturer narrative:
This pi was identified as a duplicate. Any additional information will be reported under the original report, MFR# 0002249697-2017-00624.